Event description:
It was reported a volume discrepancy occurred; the actual reservoir volume was 0.25ml while the expected volume was 24 ml. The discrepancy was discovered at a refill session on (B)(6) 2013. The patient¿s nurse was unable to aspirate the expected volume of the drug even after repositioning the needle two or three times. The nurse had assured the hcp that they were in the reservoir. The patient¿s health care provider was looking at the possibility of a ¿cracked pump¿ or that possibly the nurse only put 20ml instead of 40ml into the pump. It was reported the nurse stated she had filled the pump to capacity. It was noted ¿those are just two possibilities¿. It was reported the patient¿s family was questioning the possibility of a cracked pump and getting an x-ray. The hcp dismissed the idea and his plan was to once or twice a week access the reservoir volume to measure ¿what should be in there¿ to follow the volumes carefully. The patient did not display any symptoms of over infusion in the last six months, it was stated ¿if any they may be a little tight¿. It was reported a catheter access port procedure had been done prior to the refill to test the catheter patency; the results were negative. The reason for the cap procedure was because there was a question of whether the patient was getting ¿tight and under infused and so we just checked the catheter for that¿. The cap procedure had reportedly consisted of seeing if the hcp could get 2cc of cerebrospinal fluid back through the cap. The hcp did not do a dye study, it was noted ¿we¿ve kind of given up those, they don¿t seem to help us¿. The health care provider (hcp) easily withdrew 2-3ml of cerebrospinal fluid and re-bolused. It was noted the hcp had difficulty accessing the cap; ¿to get in that catheter access port can be a really tough trick. It¿s hard¿. The health care provider (hcp) reportedly had to use an ultrasound machine to find. It was stated, ¿the way it¿s funneled down, it funnels down into a point in the center. It¿s very hard to see in the ultrasound machine because when the ultrasound beam hit the angle of the funnel access port it deflects off in a skew angle and doesn¿t come back into the transducer. It¿s very hard to even find that port with the ultrasound. It still can be done; it¿s just a tougher one¿. It was stated ¿there may be a micro leak but it can¿t be too bad if I get fluid out that easily through the catheter¿. It was noted the patient went six months in between refills. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).